Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported tissue damage was due to challenging patient anatomy. Based on the information reviewed, the reported tissue damage was due to challenging patient anatomy. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report during the procedure tissue damage occurred requiring surgical intervention. It was reported that the index mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with grade of 4. One clip (91003u157) was implanted, reducing mr to 1. There were no issues recorded during the procedure. On (B)(6) 2020, the patient was re-hospitalized with increased mr of grade 4. A control echocardiogram was performed which found the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). In the p2 segment, there was tissue damage noted as well. A decision was made to place another clip. On (B)(6) 2020, a second procedure was performed and one clip (90919u168) was implanted but tissue damage occurred in p3 segment. Therefore, an additional second clip was not implanted because the posterior mitral leaflet was too damaged and weak to hold another additional clip. On (B)(6) 2020, the patient underwent mitral valve replacement successfully. No additional information was provided.